Event description:
It was reported that an ilet bionic pancreas exhibited a screen visibility malfunction in which the left half of the display was static, nonvisible, and nonresponsive, and the device battery allegedly failed to hold a charge, powering off after approximately three hours; the device continued dosing before the user removed it and transitioned to subcutaneous insulin injections. Symptoms included vomiting, chest burning, headache, and hyperglycemia with a reported peak blood glucose of 386 mg/dl. Outcomes included interruption of automated insulin delivery and use of backup insulin by pen. Investigation included remote troubleshooting and arrangements for device replacement and return for evaluation. Investigation of this case revealed a suspected hardware display failure and possible power subsystem degradation, with the affected component consistent with the user interface screen and internal power management. It was concluded, based on previously established findings for similar reports, that the cause was likely a device component malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.